Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported fluid was leaking continuously from the cassette during cataract procedure. The procedure was completed using another cassette. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Follow up information received from the company representative determined the initial reporter was a physician.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The administration manifold was not returned. The submerge leak test was performed on the cassette and no leakage was observed. A calibrated console representing the current software version was used to test the sample. The sample could prime and tune with the ultrasonic hand piece successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The customer video was reviewed; it does not show the device engaged with the console or any system parameters that were used when the event occurred. The video shows a customer holding a cassette and abnormally orienting the receptacle bag device upside down continuously. No part of the cassette device or accessories, including the drain receptacle, is intended to operate upside-down. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. A complete analysis of the results of the investigation, sample performance tests on a calibrated system, pressurized air-leak challenge, and observations, concluded there was no evidence to suggest that the design or performance of the cassette caused or contributed to the reported event. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).